Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomed reported a device error service required message. When hooked up to a test load, the charging tone never stops. The device failed to charge when the charge button was pressed during the opcheck test. No patient involvement was reported.